Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for safeclip damaged, unable to operate (needles fall out) due to unknown lot number. Investigation summary: at this time a company representative is not able to collect samples due to covid-19 concerns. Photos have been requested to aid in the investigation where appropriate. A thorough investigation utilizing other methodologies and available information will be completed to the best of our ability. No samples (including photos) were returned therefore the complaint could not be confirmed. Unable to perform a DHR review due to an unknown lot number. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that needle clipping device safe clip is damaged and the needles have been released. This was discovered after use. The following information was provided by the initial reporter: customer reports that the safeclip is damaged, the needles that were being kept have been released. Informs that there are no evidences, nor batch and date event occurred either. Sample availability: due to biological safety (covid-19), it is not being requested pictures: not available since device has been discarded.